Event description:
It was reported that a patient was sitting on the foot section of the stretcher while in the ER. The patient leaned over to tie her shoe and the top half of the stretcher tipped over and she fell. She landed on her hands and knees and reported that her knees hurt. X-rays were taken of her knees and no injuries were sustained and no further medical intervention was required.